Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient experienced an event of infusion set leakage on (B)(6) 2025. The leakage was at the quick release the infusion set was in use for three days. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom.